Event description:
Aortic valve noted to have a defect (leaflets were not coming completely together, causing a leak) after implantation by surgeon when trying to come off bypass. This was noted on echocardiogram by the anesthesiologist. As a result, patient stayed in surgery to have the valve explanted and another valve reimplanted.